Event description:
Baxter reported, " a pt need to replace the transfer set because the occluder feet are broken. Leaks can be observed when the mini cap is removed. The pt transfer set was placed in 2005." There was no pt injury or medical intervention associated with this incident according to baxter.